Event description:
The customer reported the system arced and shut itself down during a pt case. Un-commanded system shutdown. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and recommended that the x-ray tube be replaced, but no conclusion can be drawn as repair info is not available.